Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while trimming a tree with an electric trimmer. Upon interrogation it was noted that the shock was inappropriately administered due to double counting of t-waves when the patient's rate was high. Over a year later the patient received additional inappropriate therapy due to t-wave and p-wave oversensing when the patient's rate reached 150 beats per minute. Boston scientific technical services (ts) discussed programming options including changing sensing vectors as the same vector had been programmed since implant. Ts further suggested reaching out to the patient to see what they were doing at the time of the recent episode. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient came into the office and smartpass feature was programmed back on. The health care provider also reprogrammed the sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another inappropriate shock due to high rate and t-wave oversensing with some muscle noise. Review found several treated and untreated episodes over the last seven months. It was also observed that the battery on the s-ICD had decreased from 27 percent remaining to 11 percent remaining in seven months time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Ts further discussed that the clinic consider elevated rate or treadmill testing to see if the t-wave oversensing could be recreated and assess other sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while trimming a tree with an electric trimmer. Upon interrogation it was noted that the shock was inappropriately administered due to double counting of t-waves when the patient's rate was high. Over a year later the patient received additional inappropriate therapy due to t-wave and p-wave oversensing when the patient's rate reached 150 beats per minute. Boston scientific technical services (ts) discussed programming options including changing sensing vectors as the same vector had been programmed since implant. Ts further suggested reaching out to the patient to see what they were doing at the time of the recent episode. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient came into the office and smartpass feature was programmed back on. The health care provider also reprogrammed the sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another inappropriate shock due to high rate and t-wave oversensing with some muscle noise. Review found several treated and untreated episodes over the last seven months. It was also observed that the battery on the s-ICD had decreased from 27 percent remaining to 11 percent remaining in seven months time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Ts further discussed that the clinic consider elevated rate or treadmill testing to see if the t-wave oversensing could be recreated and assess other sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while trimming a tree with an electric trimmer. Upon interrogation it was noted that the shock was inappropriately administered due to double counting of t-waves when the patient's rate was high. Over a year later the patient received additional inappropriate therapy due to t-wave and p-wave oversensing when the patient's rate reached 150 beats per minute. Boston scientific technical services (ts) discussed programming options including changing sensing vectors as the same vector had been programmed since implant. Ts further suggested reaching out to the patient to see what they were doing at the time of the recent episode. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient came into the office and smartpass feature was programmed back on. The health care provider also reprogrammed the sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another inappropriate shock due to high rate and t-wave oversensing with some muscle noise. Review found several treated and untreated episodes over the last seven months. It was also observed that the battery on the s-ICD had decreased from 27 percent remaining to 11 percent remaining in seven months time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Ts further discussed that the clinic consider elevated rate or treadmill testing to see if the t-wave oversensing could be recreated and assess other sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while trimming a tree with an electric trimmer. Upon interrogation it was noted that the shock was inappropriately administered due to double counting of t-waves when the patient's rate was high. Over a year later the patient received additional inappropriate therapy due to t-wave and p-wave oversensing when the patient's rate reached 150 beats per minute. Boston scientific technical services (ts) discussed programming options including changing sensing vectors as the same vector had been programmed since implant. Ts further suggested reaching out to the patient to see what they were doing at the time of the recent episode. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient came into the office and smartpass feature was programmed back on. The health care provider also reprogrammed the sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while trimming a tree with an electric trimmer. Upon interrogation it was noted that the shock was inappropriately administered due to double counting of t-waves when the patient's rate was high. Over a year later the patient received additional inappropriate therapy due to t-wave and p-wave oversensing when the patient's rate reached 150 beats per minute. Boston scientific technical services (ts) discussed programming options including changing sensing vectors as the same vector had been programmed since implant. Ts further suggested reaching out to the patient to see what they were doing at the time of the recent episode. The s-ICD and electrode remain in service and no adverse patient effects were reported.